Event description:
The customer reported that the left monitor goes black intermittently.

Manufacturer narrative:
(B)(4). The ge service rep was not able to reproduce the problem. He checked all connections and cable, and needs to order an interconnect cable to see if that solves the problem. The system failed and he had to order more parts for it. There was no image even though the system fluoroed. The ge rep removed and replaced the video controller pcb and the camera, but the problem still existed. He took the camera out and removed and replaced the display adaptor pcb and that solved the problem. The system boots up and operates error free and within specifications.